Event description:
Customer believes troponin I (tni) results on triage cardio panel to be discrepant compared to results from roche ultra sensitive tn1. The first draw was mistakenly run in lab on roche high sensitivity tni with a result of 0.04. An hour later, a second sample was drawn and run on both triage and roche. Triage results: tni 0.22, ckmb 3.4, myo 70.4 and roche tni: 0.08. The emergency dept. Uses and equivocal range of 0.05 - 0.4 for tni. The paired edta tube from the first draw was located and run approximately 24 hours later, and the triage tni result was 0.15. Customer feels that this replicates the original result of 0.22 considering that the sample had been at room temp for almost 24 hours. There is no sample or used devices available for investigation. Patient was not admitted, and no other information on possible treatment is available. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation pending.